Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. An inflation device filled with water was used to inflate the device to nominal pressure to measure balloon length. The balloon length was measured and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the balloon appeared longer. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa) extending to the popliteal artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was selected for use to dilate the lesion. Initially, the balloon was advanced to dilate the sfa several times without issue. However, when the balloon was inflated to dilate the popliteal artery, the balloon appeared to be 8cm long based on the fluoroscopic image. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that the balloon appeared longer. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa) extending to the popliteal artery. A 3mm x 40mm x 145cm coyote¿ es balloon catheter was selected for use to dilate the lesion. Initially, the balloon was advanced to dilate the sfa several times without issue. However, when the balloon was inflated to dilate the popliteal artery, the balloon appeared to be 8cm long based on the fluoroscopic image. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.